Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device became fractured. A guidezilla¿ guide extension catheter was selected for use. During unpacking, it was noted that the device was fractured. There was no patient involved.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was found to be bloody, inside and outside the shaft. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe pulled out from the collar, tip damage (misshapen), and the distal shaft was damaged for 3 cm with damage starting 14 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device became fractured. A guidezilla guide extension catheter was selected for use. During unpacking, it was noted that the device was fractured. There was no patient involved.